Event description:
New information received notes that the icm was not under-sensing due to false pauses. The long pauses in the patient's heart rhythm were indeed true pauses, and the physician electively implanted the leadless dual-chamber pacemaker.

Event description:
It was reported that the patient presented to the clinic for follow-up. Interrogation of the patient¿s implantable cardiac monitor (icm) revealed pauses due to under-sensing. Additionally, the icm exhibited noise artifacts associated with the patient performing heavy, intense physical activity. The icm remains implanted, and the patient received a leadless dual-chamber pacemaker. The patient was in stable condition.